Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacturer report number 2032227-2015-33291. (B)(4).

Event description:
The customer reported via phone call that she woke up with high blood glucose of 449 mg/dl, she treated with the insulin pump and at breakfast she was at 443 mg/dl. She took more insulin and when she arrived to work, it was at 542 mg/dl. She changed the reservoir, insulin and infusion set but blood glucose would not come down. The customer experienced nausea, vomiting and dry mouth. The customer went to the hospital with diabetic ketoacidosis and was calling from there. Blood glucose at the time of admission was 543 mg/dl; current reading is 358 mg/dl. She declined troubleshooting as the device has been replaced due to physical damage.